Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, was analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient was last seen in 2008 when the device was checked.

Event description:
The lead was returned to the manufacturer following the patient's death, was analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.